Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Peritonitis was manifested by abdominal pain, fever and cloudy effluent. On the same day of onset, the patient was hospitalized for the peritonitis event. The patient was treated with intraperitoneal mirocef (once daily for three days, dose not reported) and kefzol (1 gram, once daily for twenty days) for the event of peritonitis. The patient was discharged from the hospital six days after admission and recovered from the event. Dianeal therapy was ongoing. Additional information is not available at this time.